Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt had pain right after surgery and only 85 degrees range of motion. Surgeon has recommended revision surgery.